Event description:
Arjo became aware of the citadel plus bed frame malfunction. The customer reported that the side rail is broken and the patient is at risk of falling out of bed. No injury was reported.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.

Manufacturer narrative:
The arjo service technician inspected the device and found that 2 out of 4 screws responsible for holding the side rail panel to the metal plate were partially ripped off. Photographic evidence provided confirms malfunction. The maxxair mattress was placed on the citadel plus bed frame. The turning assist function of the mattress slowly inflates the appropriate turning bladders to gently tilt the patient to the left or right. The nurse did not inform the patient that the function was turned on. The patient got scared when the mattress started to rotate and unintentionally broke the side rail. The reported scenario is in line with the conclusions of the manufacturer's investigation; the safety side can be compromised due to excessive external force applied. According to instruction for use citadel plus (IFU, 831.374-en rev. 11): operation of side rails should be checked daily by the caregiver. ¿warning: failure to carry out these checks or continuing to use the product if fault is found, may compromise the safety of both the patient and caregiver. Preventive maintenance can help to prevent accidents.¿ to sum up, the side rail of the bed was detached from the bed frame, therefore the arjo device did not meet the specification. The device was used with a patient at the time of the event. The complaint was assessed as reportable due to detachment of the side rail which can lead to a patient fall. No injury was reported.